Event description:
It was reported that there is a leak. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. No product was returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The root cause is unknown as the actual product was not returned. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.